Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through radiographic inspection and the complaint was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the devices has not yet ben identified. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this complaint: 0001825034-2019-01873, 0001825034-2019-01874, 0001825034-2019-01875. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address unknown complications approximately seven (7) years and five (5) months post-operatively. No additional patient consequences were reported.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain, infection and gross tibial loosening with some collapse of the proximal medial tibial condyle approximately seven (7) years and five (5) months post-operatively. Initial operative notes did not report any complications. The knee achieved full extension and was stable to examination. Revision operative notes that the surgeon decided to perform a one-stage revision for infection as the soft tissues and bone were in excellent condition. The tibial component was grossly loose with some collapse of the proximal medial tibial condyle. The femoral component was removed without difficulty, but it was not loose. Debridement of the wound was performed until satisfactory with stable underlying bone and little evidence of infection. No complications were noted as the final components were placed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.